Event description:
It was reported that continuous glucose monitor displayed error message and sensor issue occurred. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance from technical support, and after reset pump no longer displayed continuous glucose monitor error message; no additional issues were reported.